Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer did not received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. No harm requiring medical intervention was reported. The battery cap was not damaged. The insulin pump will be returned for analysis.